Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during prime, there was leakage at the connection part of the vent lure adapter and the shunt sensor. The vent lure was re-tightened but leakage did not stop. No blood loss as this occurred during prime, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 7, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected, upon receipt the white cap, sparger is missing. The returned sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at the large bore adapter blue cap at approximately 229 mmhg. The cap on the sample was then loosened, re-tightened by hand, and retested. The sample was pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1033 mmhg, and no leaks were noted. A possible root cause for the leak during prime is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.